Manufacturer narrative:
A second tee was performed on (B)(6) 2015 that showed no evidence of any vegetation on the pacemaker hardware ruling out suspected device infection.

Event description:
The patient went to hospital for altered mental status; found to have acute renal failure and bacteremia. Blood culture were positive for (B)(6). Tee showed possible vegetation on pacer wires. Failed attempts to remove aicd due to lead adherent to tricuspid valve on (B)(6) 2015. The physician reconnected everything and flushed pocked with antibiotics. Patient was sent home with PICC line on IV antibiotics; ancef 1g IV bid for 42 days. Patient will follow up as outpatient.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process.review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.